Event description:
It was reported that the insulin pump has physical damage. There is a crack on the upper right hand corner of the crystal display and on the case. The customer stated that they dropped the insulin pump about a year ago. The blood glucose was 107 mg/dl. The current blood glucose was 74 mg/dl. Advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.